Event description:
The spouse of a (B)(6) male contacted zoll customer support to report arrhythmia alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (arrhythmia alarms) has been investigated. Upon investigation there was damage to the +5v wire in the distribution node to ECG-b cable, which caused an intermittent drop in voltage. The cause for the alarms was the damaged wire. The root cause for the damaged wire cannot be positively determined but is likely a result of excessive force placed on the cable. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.